Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was submerged in pool water and that the screen became foggy. The blood glucose reading was 95 mg/dl. He stated that the insulin pump was not dropped and that there were no cracks. Nothing further was reported.